Event description:
A 1.5mm rotoblade was used to rotoblade all of the segments of the lad. Because of the pt's unstable nature, it was decided to stent the proximal mid portion of the vessel. Three 3mm johnson & johnson stents were deployed. The stenting was complicated by dissection into the left main coronary artery proximal to where the stents were. The pt arrested requiring intubation, intra aortic balloon pump. The pt then underwent a CABG procedure.